Manufacturer narrative:
(B)(4). Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2218-50, serial: (B)(4)., batch: 7073880.

Event description:
It was reported that following an implant procedure, programming was attempted by the bsc representative wherein it was noted that the lead did not seem right. The physician took immediate action and revised the lead. The x-ray images taken intraoperatively were not clear and did not confirm if the patient's anatomy had affected the lead. The patient was doing well postoperatively.